Event description:
Boston scientific received information that during a routine device change, the physician had disconnected the right ventricular (rv) lead first from the existing device before connecting the lead to pacing system analyzer (psa). During which asystole occurred for greater than 2 seconds. The field representative contacted boston scientific technical services (ts) and discussed that due to the timing and the device's ability to sense through the open port, noise would cause pacing to be inhibited. Ts discussed programming options of electrocautery mode voo or to connect the left ventricular (lv) lead to the psa for pacing support while transferring the right ventricular (rv) lead from the old device to the new. There were no adverse patient effects reported. The device was replaced successfully with the existing right ventricular (rv) lead with no further complications reported.

Manufacturer narrative:
The explanted device will be returned for laboratory analysis. Once analysis is completed, this report will be updated. The right ventricular (rv) lead remains implanted and in service with the new device.